Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 83-year-old male underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support via right femoral percutaneous arterial access. The patient¿s pre-support clinical condition was consistent with scai shock stage a. The impella cp was implanted on (B)(6) 2026 at 10:45 am and provided support during the pci procedure. Following completion of the intervention, the impella cp was removed at 11:30 am. During vascular closure, one of the previously placed perclose sutures did not deploy correctly. A decision was made to place a third perclose device; however, this device became stuck within the patient and could not be removed percutaneously. The patient was subsequently taken to the operating room for surgical removal of the perclose device. The impella cp functioned as intended throughout support, and there were no reported malfunctions or performance issues associated with the impella system. The patient survived.

Manufacturer narrative:
B5: added updated clinical rationale d4: corrected the serial number and UDI. H6: omitted e2403 and a0401. Added code e0506 and a01.

Event description:
An 83-year-old male underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support via right femoral percutaneous arterial access. The patient¿s pre-support clinical condition was consistent with scai shock stage a. The impella cp was implanted on (B)(6) 2026 at 10:45 am and provided support during the pci procedure. Following completion of the intervention, the impella cp was removed at 11:30 am. During vascular closure, one of the previously placed perclose sutures did not deploy correctly. A decision was made to place a third perclose device; however, this device became stuck within the patient and could not be removed percutaneously. The patient was subsequently taken to the operating room (or) for surgical removal of the perclose device. The impella cp functioned as intended throughout support, and there were no reported malfunctions or performance issues associated with the impella system. The patient survived. It was reported that manual pressure was held until the patient was taken to the or for surgical repair.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the patient-device interaction problem was use related as when tightening down preclose, one of the sutures not deployed correctly.